Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs and archive were reviewed and provided no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. The archived exam had a registration with 1.6 mm error metric. Both touch and trace registrations were performed on the patient. From the images, tumor present at posterior part of the head but tracing points were not covered fully at posterior area. Green trace points and green zone appeared on the anterior side of the model but lot of yellow and red points were present at posterior surface of the model. The yellow zone of accuracy was also not fully covering tumor area of interest. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. Other relevant device(s) are: sw app 9735762 stealth s8 app, version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, (B)(6) (rep): medtronic received information regarding a navigation system during a procedure. It was reported that the surgeon was off by 3mm. There was no impact on the patient's outcome. Additional information was received 2019-07-02 stating that there was a 15 min surgical delay. The issue occurred during a navigate step before the burr hole was made. This was during a cranial resection.